Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-00877. Follow up information identified the patient may have had the entire scs system explanted at an unknown date.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-00877. Follow up information identified the patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted due to ineffective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-00877. It was reported the patient is not receiving effective stimulation for the pain and is requesting to be explanted. Surgical intervention may be pending to address this issue.